Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation.

Event description:
It was reported during the implant procedure, physician had problems with the helix of the right ventricle lead. (Rv) the helix was functioning properly prior to insertion, but once it was positioned, it would could not be extended. The physician exchanged the lead to a new one, and the procedure was completed without further complications.